Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to solve the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and performed a visual inspection and found no problem related to reported issue. Fa checked and confirmed error 32100 in lighthouse (aperture), then installed on an internal eft system and powered on. System powered on with no errors or faults, installed instruments and drove system. During drive there were no errors or failures, removed instruments and tried power cycling and driving system several times-still with no error or failure. Further analysis was performed on this unit. The usm was installed onto a pftp where it passed with no issues. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced error on universal surgical manipulator (usm) 3. Technical support engineer (tse) found they had 32100 error on arm 3. Site had restarted and tse had site do a hard restart of robot with no change. There was no report of patient involvement or reported injury.